Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power, there was a crack on the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #2: date of submission 10/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: there were reboots observed in the black box. The battery compartment was cracked above and below the bumper pad. There was no damage found to the battery cap. The pump was exercised 24 hours with no power issues occurring. Corrosion was observed in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #3, 3-feb-2017 - correction to d4 serial#.